Event description:
Edwards lifesciences, thruport, proplege, peripheral retrograde cardioplegia device, introducer broke off into the pt's vasculature. It was retrieved under the aid of fluoroscopic guided imagery.